Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the abutment was replaced under a general anaesthetic on (B)(6) 2019 because the abutment was too short to be able to connect to the processor.